Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review the result log files were reviewed. The runs involving the reported discrepant result were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 was performing outside of established design performance specifications according to the amplification curve analysis. Quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 did not identify any issues which could have potentially resulted in the reported complaint. No records related to the reported complaint were found. The review did not identify any issues which could have resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported in the tickets under investigation while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. A product deficiency was not identified as a result of this review. Based on the results of the investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. The patient sample tested positive on the alinity m sars-cov-2 assay. The patient's school is questioning the result. There was no report of any impact to patient management.